Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive to the sleep/wake button, initially waking only when placed on the charging cradle and later not responding at all, consistent with a device mechanical or electrical malfunction affecting the user interface control. Symptoms included none reported, with glucose remaining in range while the device continued to accept cgm values and deliver basal insulin. Outcomes included no injury, no hospitalization, and continued cgm monitoring with guidance to avoid meal announcements until replacement, along with education to shut down the device and that data would not transfer to the replacement. Investigation included guided troubleshooting, case removal, charger use, and verification that the device did not recover normal wake functionality. Investigation of this case revealed a persistent sleep/wake button unresponsiveness and failure to wake from the charger, indicating a non-recoverable malfunction of the pump¿s user interface component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.